Manufacturer narrative:
Updated data: b4, e1 (initial reporter), e2, e3, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6). E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) was found to indicate a system failure and stopped operating. The backup equipment has been replaced immediately. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing manifold drive and hydr cmpnt pump assy dc knf. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.